Event description:
After the implant procedure was completed, the patient developed a hematoma at the ipg site. Physician brought the patient back into the or, evacuated the hematoma, cauterized a blood vessel, and closed.